Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens was explanted in a secondary procedure from the left eye of a patient due to myopic outcome from the first procedure. There was no incision enlargement and no vitrectomy performed. No further information has been provided.